Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the liberty cycler set and the patients peritonitis event (characterized by abdominal pain). Developing peritonitis in pd patients due to a breach in sterility of the dialysis pathway is a known risk factor. Therefore, based on the available information, the liberty cycler set cannot be excluded as a causal/contributory factor in the event. The liberty cycler set was reported as discarded and not available for further product analysis. Currently, it cannot be determined whether there was an associated product issue with the liberty cycler set or potential user error.

Event description:
On (B)(6) 2021, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In an additional follow-up call, a pd nurse familiar with the patient confirmed that the patient was having symptoms of abdominal pain. As a result, on (B)(6)2021, the patient was hospitalized. During the hospitalization, a pd culture was obtained (on (B)(6) 2022) which had a white blood cell (wbc) 1,042 (elevated) and did not have any organism growth. Per the nurse, the patient was treated with the antibiotics vancomycin and cefepime intra-peritoneal (ip), dose unknown. Additionally, the nurse reported the patient may have initially received hemodialysis, but then transitioned back to pd therapy in the hospital. Subsequently, on (B)(6) 2021, the patient was discharged home continuing pd treatments with the same home cycler. Moreover, the patient will receive vancomycin 2 grams ip for 2 additional doses. The nurse reported the patient is recovering from the event. The nurse suspects the patient¿s peritonitis event was due to a breach in sterility.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On 5/jan/2021, it was reported that this patient on peritoneal dialysis (pd) was hospitalized with peritonitis. In an additional follow-up call, a pd nurse familiar with the patient confirmed that the patient was having symptoms of abdominal pain. As a result, on (B)(6) 2021, the patient was hospitalized. During the hospitalization, a pd culture was obtained (on (B)(6) 2022) which had a white blood cell (wbc) 1,042 (elevated) and did not have any organism growth. Per the nurse, the patient was treated with the antibiotics vancomycin and cefepime intra-peritoneal (ip), dose unknown. Additionally, the nurse reported the patient may have initially received hemodialysis, but then transitioned back to pd therapy in the hospital. Subsequently, on (B)(6) 2021, the patient was discharged home continuing pd treatments with the same home cycler. Moreover, the patient will receive vancomycin 2 grams ip for 2 additional doses. The nurse reported the patient is recovering from the event. The nurse suspects the patient¿s peritonitis event was due to a breach in sterility.